Event description:
The facility's biomedical engineering department returned the device for service with a report of "two channels went out of service". During review of the event history, a failure code 570:320 was found. According to the biomed, no pt injury has been reported involving this pump. No additional info was available.